Event description:
A malfunction alarm was reported during insulin pumping, identified as alarm 20. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer attempted to resolve the problem by loading a new cartridge, but the alarm persisted. Consequently, technical support decided to replace the pump, and the customer is to use mdi as backup therapy. The customer was guided on how to store the malfunctioning pump for return, and a pre-paid label was provided for its shipment back to tandem.